Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly, allowing the staples to become misaligned. The pusher was observed to be tilted downwards into the staples. The stapler was returned with the trigger jammed into the frame. Upon further inspection, the cover block was removed from the frame, and it was observed that one of the pieces of the cover block that connects to the trigger was broken. The manufacturing site was consulted for the jammed trigger and the broken cover block. It was reported that this damage to the returned sample could not be conclusively linked to a manufacturing issue. The damaged cover block and trigger was reassembled with the frame and functional testing was attempted. The first fire resulted in the first staple releasing malformed staple. The second fire resulted in a partially formed staple releasing. The stapler failed to fully engage properly due to the damage to the cover block. Proper functional testing could not be completed due to the damage of the stapler and the misaligned staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. A device history record review was performed and no relevant findings were identified. A CAPA was opened by the manufacturing site to evaluate the issue of visistat 35r staplers failing to function properly due to the severe staple misalignment. The CAPA identified the probable root cause as inadequate manufacturing controls surrounding the ultrasonic welding process of the bottom component to the cover block component. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "while using the device on the third staple it jammed and the handle would release". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".